Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release and the patient observed the insulin came out of the tubing 36 hours after changing the set. No further information available.